Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The device was found to be fully functional upon receipt. The device ECG acquisition and pulse circuitry were fully functional. There was no device malfunction.

Event description:
A us distributor contacted zoll to report that a patient was treated and passed away on (B)(6) 2015. The lifevest detected asystole at 03:47:26. The lifevest delivered one inappropriate treatment at 03:49:22. The rhythm at the time of treatment was asystole. The patient's post-shock rhythm was an idioventricular rhythm degrading to asystole. Oversensing a small cardiac signal contributed to the false detection. A review of the downloaded data indicates that the response buttons were pressed during the event but not during the treatment sequence that resulted in the defibrillation shock. The patient passed away on (B)(6) 2015.